Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during drain 3 of 5. The baxter technical service representative (tsr) helped the home patient (hp) to clear the error and informed her of the error's meaning. Per the hp she disconnected sometime last night. There was a loose connection. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm or observed air. Proper disconnect procedures were not used. The patient did not reconnect. The hp would complete therapy with manual supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This issue is being investigated through CAPA. A follow-up report will be filed if any additional relevant information becomes available.